Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal device replacement procedure, atrial noise was observed. Lead was also explanted and replaced during the procedure. Patient tolerated the procedure well and was in good condition afterwards.

Manufacturer narrative:
The reported field event of atrial noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the reported noise could not be determined.